Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy open sore under the lifevest equipment. The patient's physician recommended a (B)(6) lotion for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted in the damaged battery pack. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a battery pack was unable to power up a monitor. A us distributor contacted zoll to report that a patient developed a red, itchy open sore under the lifevest equipment. The patient's physician recommended a lubriderm lotion for the skin irritation. Outcome of the irritation is unknown.